Event description:
A malfunction alarm was reported, displaying a malfunction code malf 16, and the fault was not resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer planned to use multiple daily injections as a backup therapy, and tandem technical support resolved to replace the pump. The customer was instructed to put the pump into storage mode before returning it with a prepaid label, and they acknowledged the procedure and confirmed shipping details.